Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 490mg/dl with mild shortness of breath and trace ketones. The pump reportedly alarmed around 9:30am and the reporter was unable to clear the alarm after multiple attempts to replace the battery. It was noted that the patient and the pump was unavailable to troubleshoot. The patient reportedly was using alternative form of insulin treatment for insulin delivery. It was noted that the patient was seeking assistance from the health care provider (hcp) on getting instructions on the proper dosage for fast-acting insulin and was getting a prescription for long-acting insulin. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. The reporter reportedly had issues clearing a call service alarm. The pump reportedly was being returned unrelated to the reported issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: the complaint was confirmed in the black box but was not duplicated during the investigation. One call service 064 alarm was observed in pump history on (B)(6) 2013. Performed rewind, prime sequences with no call service 064 alarms being duplicated. Pump was exercised for 24hrs on a 1.0u/hr basal program, no call service alarms or warnings were duplicated during this time. Pump passed a 29hr flow accuracy test successfully. Removed the pump cover; no evidence of internal moisture or damage to the printed circuit board was observed. Unrelated to the complaint, a crack near the case seal of the battery compartment was observed..